Event description:
The customer provided additional discrepant b-hcg results, as follows: on 10/03/2018. Sid (B)(6) initial 1073.40 miu/ml, retest <1.2 miu/ml. On 10/17/2018, sid (B)(6), 49 year old female initial 863.08 miu/ml and the retest was <1.2 miu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a (B)(6) architect b-hcg result. The customer provided the following data for a (B)(6) non-pregnant female: sid (B)(6): initial 501 miu/ml (positive), retest <1.2 (negative). There was no adverse impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device in question was changed from the architect b-hcg assay, list number 07k78, to the architect i2000sr analyzer, list number 03m74-02. All further information will be documented ins manufacturer report number 1628664-2018-02146. An evaluation is in-process.

Event description:
On (B)(6) 2018, an additional discrepant result was provided, as follows: (B)(4), (B)(6) female, not pregnant: initial 381.66, and the retest was less than 1. There was no adverse impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.